Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The resistor failed which caused the cable to be unable to provide an audible or visual alarm. Further analysis of the resistor is not possible through normal disassembly techniques. The cable does not function.

Event description:
The customer reported cables stopped working. The information was not reading on the screen. No patient impact or consequences were reported.